Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval of the returned unit did not confirm the reported issue of no power. The unit has power. However, the unit's voice message does not play when weight is removed from the sensor pad - only clicking sounds can be heard. The unit's tone plays properly and the unit passed all other functional testing. (B)(4).